Event description:
While investigating a (B)(6) patient's electrode belt for an unrelated issue, a reportable problem was discovered. The electrode belt failed a pulse lead hi-pot test. The (B)(6) patient received a replacement electrode belt.

Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt sn (B)(4) has been complete. Upon investigation, the electrode belt failed a pulse lead hi-pot test. The cause for the test failure was isolated to a short in the cable connecting the distribution node to the front therapy electrode. The root cause of the short could not be positively identified. No adverse event resulted from the short in the cable. The patient received a replacement electrode belt.